Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no capture and no sensing on the ra lead. The impedance was also higher and out of range. Lead fracture was noted. Lead was capped on (B)(6)2016.